Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the synchron cx5 delta clinical system generated a false low co2 result on 1 patient sample. Bec review of the data showed that sodium (na) and chloride (cl) were also affected. Potassium (k) and calcium (ca) were not affected. When the issue was noticed, the sample was repeated and results were amended. There was no affect to patient with regard to this event.

Manufacturer narrative:
Qc is run once a day and was within the lab's established ranges on the day of the event. A field service engineer (fse) went on-site and found that the co2 membrane clip was broken and the membrane was bulging. The fse replaced the co2 electrode, na electrode and carbon bridge and verified performance.